Event description:
Pt had PICC inserted in (B)(6) 2012. On (B)(6), leakage was observed in the proximal end of oval disk. Medicine leaked out. Removal was conducted.

Manufacturer narrative:
Results of a device eval will be filed in a supplemental report.